Event description:
European musculo-skeletal oncology society meeting abstract "outcomes following endoprosthetic replacement with cemented stems for proximal tibia tumors" reports complication in 2 mrs/ gmrs proximal tibia replacement patients for deep infection, one of which required a two-stage revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.